Event description:
It was reported that during equipment testing conducted at the user facility, the drill was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.